Event description:
A non-mdt stent was implanted in the carotid artery during a procedure in a patient. When the mo.ma device was being removed from the patient after the stent deployment, it was caught on the edge of the stent and the stent was deformed. No adverse event and/or health hazard occurred to the patient for this event.

Manufacturer narrative:
Results and conclusions: (no device returned). (Device or cine images not returned for review). (Based on the information available no root cause can be determined). (B)(4). Event date: month and year valid only.